Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the holes in the pink rubber on the surface of the ultrasonic probe (acoustic lens was peeled) was due to a physical stress by dropping and/or knocking the affected part to a hard surface/object and applying a chemical stress during the cleaning/sanitization process olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment full name: (B)(6) hospital. The device was returned and evaluated. In addition to the malfunction documented in b5, the additional findings are as follows. Due to wear of the angle wire, bending angle in the up direction and play in the u/d (up, down) knob did not meet standard value. Adhesive on a-rubber (bending section cover) was cracked, detached, and had a gap. Control unit is corroded due to water leakage. Paint on aw-cylinder (air, water) was peeled. The connecting tube was wrinkled and scratched. Damaged ultrasonic probe caused displayed ultrasonic image to be defective, with missing elements. Ig (image guide) protector had a scratch. S-connector (scope connector) label was damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrovideoscope had several holes in the pink rubber on the surface of the ultrasonic probe ¿ acoustic lens was peeled. The distal end screw holes had insufficient adhesive. The issue occurred during a diagnostic fine-needle aspiration (fna) procedure. The procedure was completed using the same set of equipment. There were no reports of patient involvement.